Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge for insulin delivery. There was no reported adverse impact to customer's blood glucose.